Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 600i synchron access clinical system generated erroneously low sodium results. The erroneous results were not reported out of the laboratory. Repeat analysis on an alternate instrument produced higher results which were reported out of the laboratory. The customer did not provide the printouts of patient results, demographics, or the number of affected patients. The customer provided only one example of an original sodium result of 133 mmol/l that recovered 139 mmol/l on the alternate instrument. There was no report of death, injury, or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) cleaned the flowcell, and replaced the carbon bridge to resolve the issue.

Manufacturer narrative:
Result: carbon bridge.